Event description:
It was reported that during a shoulder procedure the arthroscopic bur produced metal shavings. Not all of shavings were removed from the patient. No patient injury was reported by the user facility.

Manufacturer narrative:
A visual examination of the returned device revealed galling marks along the inner shaft. Metal particulates were observed on the inner shaft hub and on the inner shaft. The galling marks on the device indicate excessive lateral or "side-loading" of the device. This can cause damage to the device and the emission of metal shavings can occur. Stryker sustainability solutions' instructions for use states: "do not apply excessive pressure or "side-load" the blade during use. Side-loading does not improve performance of the instrument, can dull the blade, and/or produce metal particulates." The device history record for the returned device indicates that the complaint device passed all applicable inspections and tests prior to release. The reported event is not occurring more frequently or with greater severity than is usual for the device.